Event description:
Incident occur during a dental treatment while extracting wisdom teeth. The handpiece was getting hot and burns (blister) the patient. No medical care necessary. Completely healed after two weeks.

Manufacturer narrative:
Prior to the repair the instrument was tested against the specification. During the test run bearings are vibrating and heat up was reproducable. After disassembling heavy residue was found inside the product which indicates that reprocessing is not performed as it should. It was also found that the bearings have been worn out, running rough. This caused inner friction and hence heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.3 technical condition a damaged product or damaged or not kavo original components could injure patients, users or third parties. Use the device and components only if there is no damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions. Damage (e.g. Caused by being dropped). Irregular running noise. Excessive vibration overheating. Bur is not seated firmly in the handpiece. To ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device with care products and systems regularly as described in the instructions for use. The product should be processed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 6.1 check for malfunctions caution overheating of the device. Burn injury or product damage due to over-heating. If the device overheats, stop working and have the service personnel repair the device. If the medical device overheats when exposed to stress, the medical device needs to be serviced. When the speed drops or is uneven, the medical device needs to be serviced. If there is no o-ring on the motor coupling, replace the o-ring. Caution: improper service and care. Risk of injury. Perform regular proper care and servicing.